Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, it was reported that the patient experienced blood glucose reading of 300 mg/dl with nausea and polydipsia. The patient reportedly did not receive any treatment above an beyond usual diabetes care and management. They resumed pump therapy after replacement. At the same time, it was reported that there was an intermittent power issue; the battery compartment was cracked and there was visible moisture corrosion. This complaint is being reported because of an alleged adverse event associated with reported loss of power.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: a review of the black box showed a power on reset after a call service 064 alarm, and after a call service 078 replace battery alarm. Deliveries were never resumed. Corrosion was found in the battery compartment and behind the display lens. The battery compartment was cracked above the bumper pad. The returned battery cap threads were stripped and was unable to maintain an electrical connection. The power complaint was duplicated. The test battery cap fit to maintain an electrical connection. A call service 064 alarm was emitted during testing. A leak was found in the battery compartment. The pump cover was removed to find internal moisture on the printed circuit board and on the motor flex connector. Unrelated to the original complaint, the display had a pink contrast.